Event description:
Customer reported issues with high blood glucose. The blood glucose reading at the time of the report was 147 mg/dl. He stated that he had received a no delivery alarm and then gone to the hospital for high blood glucose above 400 mg/dl. He stated that he had changed the infusion set and insulin multiple times but that it did not resolve the issue. He stated that there had not been a bent cannula and that there was no pain or blood at the site. Nothing further was reported.

Manufacturer narrative:
(B)(4). The insulin pump passed all functional tests including the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm test. No excessive no delivery alarms noted. The insulin pump functioned properly. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads.